Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the "check vent: cooling fan speed error" (1125) was confirmed. Error code was also recorded in the event log. The se noted that the cooling fan was replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: cooling fan speed error" alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was neither a delay in therapy nor medical intervention reported. There was no patient or user harm reported.